Manufacturer narrative:
H.6. Investigation summary: bd received 2 photographs from the customer in support of this complaint. Evaluation of the photos indicated additive abnormality. 100 retained samples were visually inspected, and no additive abnormality was found. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify the exact root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes additive is abnormal on the wall inside the tube. The following information was provided by the initial reporter: there is abnormal one the wall inside the tube.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes additive is abnormal on the wall inside the tube. The following information was provided by the initial reporter: there is abnormal one the wall inside the tube.

Manufacturer narrative:
Initial reporter email: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.